Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on an unspecified date/time when she inserted a test strip into her adc blood glucose meter it turned on, but then turned off before producing a result. It was further reported that due to this she self-presented to a hospital and was diagnosed with hyperglycemia. Customer noted that at the hospital she "got adjusted". Attempts to clarify the treatment rendered have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.